Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: new zealand e1 telephone number: (B)(6).

Event description:
It was reported that during surgery the cradle is bent and has a wider gap at the ends. The cutter was grinding against the cradle. It was noted that the ratchet is not able to perform the up and down motion and the handle is stuck on the mesher. Another device was utilized to complete the procedure. There was no patient harm or delay noted. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.